Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 27 months ago. Aneurysm and vessel morphology from the time of implant were reported. It was reported that approximately one month ago the patient was undergoing routine abdominal radiographs which showed a fracture of one of the supra renal stents of the bifurcated stent graft. It was also noted that the aneurysm has reduced in size and there are no endoleaks present. The patient will be monitored. No clinical sequelae were reported and the patient is fine. Review of 2 returned x-ray images from an unknown date confirmed that one of the suprarenal stents has fractured just below the attachment pin. No other stent graft issues were observed. The cause of the fracture could not be determined.

Manufacturer narrative:
(B)(4). Results: patient¿s condition affected effectiveness of device (large calcium deposit in the aortic neck that is crossed by the suprarenal stent); failure to follow instructions (30-40% oversizing). Conclusions: device failure related to patient condition (large calcium deposit in the aortic neck that is crossed by the suprarenal stent).

Manufacturer narrative:
(B)(4). Method: film. Results: stent fracture. Lack of information (unknown cause of stent fracture). Conclusion: lack of information (unknown cause of stent fracture).

Event description:
Pre-implant and follow-up ctas were received, reviewed, and 3d reconstructions were done. The patient anatomy is heavily calcified; pre-operative best fit centerline neck diameters of 25-27 mm give oversizing percentages of approximately 30-40% for a 36 mm stent graft; the fracture site appears to be at the edge of a large calcium deposit in the neck that is crossed by the suprarenal stent; the stent graft limbs have an uncommon placement with a double twist barber-pole. It is possible that the observed calcification was the primary cause of the stent fracture.